Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. The switch for man/auto ventilation was replaced. The device logs were downloaded and sent for investigation together with the replaced man/auto ventilation switch. The returned man/auto switch was connected to a reference system. After connecting it to a reference system, it was tested in different ventilation modes. No fault or deviations were found. There were no automatic switches between man and auto without user interaction. The man/auto ventilation switch is an electrical switch for selecting manual or automatic ventilation. There are two parallel contacts in the switch. The output signals are compared to determine the position of the switch and to detect a possible malfunction in the switch. The man/auto switch was further investigated. The investigation showed that the micro switches located inside the man/auto switch had residues from some sort of fluid and one of the switches was slow on return and was malfunctioned intermittently. The event log confirms that on several occasions, and a few seconds after the system was set to auto, a change to man is done. The actual man/auto switch itself, stayed in the previously set position. The technical log does not contain any recordings indicating any malfunction. The true root cause of the malfunctioning has not been determined but it is likely that the reported switches from auto to man ventilation were caused by an intermittent fault on both micro switches, caused by liquid of some kind having entered the area where the switches are located and contaminated them. This probable caused an output signal instability leading to the described events.

Event description:
It was reported that while in use during treatment, the anesthesia workstation switched from automatic ventilation mode to manual ventilation mode by itself. There was no patient harm. Manufacturer's reference #: (B)(4).